Event description:
It was reported that the pump exhibited a check syringe plunger sensor. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the right plunger case was cracked and there was contamination on outside of plunger head. A review of the event history log identified check syringe plunger sensor in the history. During the functional testing the check syringe plunger sensor was found at power up. The plunger flippers were uneven and sticking. The root cause was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced the left plunger case.